Event description:
It was reported that the patient presented for an implant procedure. At the time of implant, it was noted that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. There were no patient consequences.